Event description:
It was reported that an asymptomatic patient presented for routine device changeout. Externalized conductors were noted via fluoroscopy. All electrical measurements were within normal range. Lead remains implanted. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.